Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The unit was analyzed and in remote fe, the error 23087 on axis 6 was confirmed. The unit was installed onto a golden system and no related issues were trigged. The unit was then installed onto a pftp where the unit failed carriage lissajous and carriage friction on dof 7. Upon visual inspection, there is contamination found on dof 7.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure there was error 23087 fault. The technical support engineer (tse) reviewed logs and confirmed error on universal surgical manipulator (usm) 2. The tse told the customer to reboot the system, but the reported issue persisted. Tse suggested to disable usm 2 and ask surgeon to proceed the surgery with rest of usms. The customer said they would check and confirm. The procedure was continued as planned with no reported patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could reproduce the reported issue. The universal surgical manipulator (usm) 2 was replaced. The system was verified and was ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.